Event description:
Cryoablation procedure was being performed and lspv, lipv, and ripv had been ablated. Following the first ablation in the rspv, the patient had st segment elevation on 12-lead and his blood pressure dropped to 60/20. The anesthesiologist also noted his bispectral index (brain activity monitor) decreased significantly. The case was aborted and intervention was taken to raise the patient's blood pressure. Coronary angiograms were shot and showed mild coronary artery disease but no major blockage. The patient was woken up from anesthesia and showed signs of neuro deficiency. He was brought to CT and head scan showed no blockages in his brain. The following day the patient had significantly recovered and was diagnosed with having a transient ischemic attack. There was no obvious issues with any of the equipment during the procedure.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and showed system notice # (B)(4) "obstructed flow" at the beginning of the second injection. After that injections were normal with no system notices. Bin files show that at least 11 injections were performed with the catheter. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.